Event description:
It was reported that the siderail drops quick when lowering due to the siderail cable needing adjusted. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.